Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of peritonitis was reported to be due to the patient was not doing pd properly, "dialysis every alternate day due to financial condition". Two days after the event onset, the patient was hospitalized for the event. The patient was treated with magnova injection (500 mg, ongoing, route, frequency not reported) and vancomycin injection (1gm, ongoing, route, frequency not reported) for peritonitis. Three days after the event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed, and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized for hemodialysis and has recovered from the peritonitis event. No additional information is available.